Event description:
It was reported the patient developed an infection with "vegetations" on the leads. The leads were removed and returned to the manufacturer. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient developed an infection with "vegetations" on the leads. The leads were removed and returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: product ID: addr01, implanted: (B)(6) 2012; product ID: icf09b58, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.